Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The positive end expiratory pressure valve and the positive end expiratory pressure proportion valve were replaced. The unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit was over delivering pressure during a case. There was no report of patient injury.